Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m55t7v. Additional information requested and received: please explain what is meant by did not seem to work properly. Gun fired as usual but the staple line leaked. Where was the site of the leak? Bypass patient- at the gastro-jujeno anastomosis. How was the leak identified and addressed? Bypass: leak spotted during methylene blue dye test. Treated using a t-tube. What other reloads were used in the procedure? Did they all have the same feel ? Bypass: white reloads were used on the bowel. Everything was fine. Was a leak test performed? Yes- methylene blue. What is the current patient status? Bypass: patient treated with a t-tube. The analysis found that one ec60a device was returned in good visual condition and with six ecr60b cartridge reloads present. The cartridge (b) was received unfired. The cartridges (c, d, e, f and g) were received fully fired. The device was tested for functionality in the articulated position with the returned cartridge reload (b) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a bariatric gastric bypass procedure, the patient presented with an internal 'leak' post surgery. During surgery the blue reloads did not seem to work properly. Continued to use as no problem; just didn't feel right. Same device was used to complete the procedure. The event outcome is life-threatening. Patient is stable.